Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal with oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), uterine perforation ('one coil was noted to be protruding into the uterine cavity') and device breakage ('also received within the same container are multiple fragments of essure coils') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). The patient was treated with surgery (essure removal with oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine perforation and device breakage outcome was unknown. The reporter considered device breakage, device dislocation and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: fallopian tubes, bilateral salpingectomy: sections of normal fallopian tubes. Foreign body, consistent with essure devices. 2. Ovary, left, cyst, excision: corpus luteum. Pelvic pain and dysfunctional uterine bleeding after placement of essure.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: one coil was noted to be protruding into the uterine cavity, also received within the same container are multiple fragments of essure coils, pelvic pain, dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), uterine perforation ('one coil was noted to be protruding into the uterine cavity') and device breakage ('also received within the same container are multiple fragments of essure coils') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). The patient was treated with surgery (essure removal with oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine perforation and device breakage outcome was unknown. The reporter considered device breakage, device dislocation and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: fallopian tubes, bilateral salpingectomy: - sections of normal fallopian tubes. - foreign body, consistent with essure devices. 2. Ovary, left, cyst, excision: - corpus luteum. Pelvic pain and dysfunctional uterine bleeding after placement of essure. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: one coil was noted to be protruding into the uterine cavity, also received within the same container are multiple fragments of essure coils, pelvic pain, dysfunctional uterine bleeding. Most recent follow-up information incorporated above includes: on 29-jul-2020: medical record received: new events added: one coil was noted to be protruding into the uterine cavity, also received within the same container are multiple fragments of essure coils, pelvic pain, dysfunctional uterine bleeding. Lab data were added and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal with oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received-event injury updated to migration. New reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.